Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "bronchoscopic argon plasma coagulation, high-frequency radio-wave electrosurgery, and cryotherapy for tracheal stenosis". The literature reported the result of 80 patients with tracheal stenosis of the bronchoscopic argon plasma coagulation or/and high-frequency radio-wave electrosurgery using olympus bronchovideoscope from january 2016 to june 2019. In the subject cases, infection occurred in 2 patients. Therefore, omsc will submit two medical device reports (MDR) depending on the event. This report is 2 of 2 reports.